Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that during an emergency coronary artery bypass graft (CABG), the patient was unable to be weaned from cardiopulmonary bypass (cpb). After eventually coming off cpb, the patient experienced hypotension. The surgeon then decided to insert an intra-aortic balloon (iab). During the iab insertion process, it was discovered that there was no sheath guidewire or iab guidewire available. Instead a super stiff green guidewire was found inside the kit, which could not pass through the iab. A new iab had to be opened to continue. The patient did not experience any negative effects due to this incident. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text: device not returned.